Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported having no sound perception with the device. Patient had been a non-user several months before reporting to the clinic. Family reports no incident of accident or trauma.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient reported having no sound perception with the device. Patient had been a non-user several months before reporting to the clinic. The family has not reported any incident of accident or trauma. Patient was re-implanted.